Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead implant procedure, noise was observed on the rv lead. Physician changed the cables and reconnecting was attempted but unsuccessful. Lead was replaced with a new lead. Patient experienced no adverse consequences.

Manufacturer narrative:
Analysis was normal. No anomalies were found.